Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic coils, consistent with essure contraceptive device') and pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, endocervical squamous metaplasia, menorrhagia, uterine fibroid and uterus enlarged. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), vaginal infection ("excessive vaginal infections"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (total vaginal hysterectomy and removal of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device outcome was unknown and the pelvic pain, discomfort, menorrhagia, abdominal pain, abdominal distension, vaginal infection, abnormal weight gain, migraine, fatigue and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, discomfort, embedded device, fatigue, menorrhagia, migraine, pelvic pain and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2016: pre-operative and post-operative diagnosis: menorrhagia, fibroid uterus. Procedure vaginal hysterectomy. Findings: normal fallopian tubes and ovaries, bilaterally. Essure devices seen in fallopian tubes where they were cut. All the essure device appears to have been removed. Slightly enlarged and irregular uterus with small intramural fundal fibroids. Complications: none. The patient tolerated the procedure well. Pathology test - on (B)(6) 2016: surgical pathology report: clinical history: medical history: heavy menstrual period. Surgical history: bilateral total ligation. Specimen: uterus and cervix and proximal fallopian tubes. Surgical procedure: total vaginal hysterectomy. Gross description: the serosa is anteriorly smooth and tan-red, with focal ragged hemorrhage and clamp artifact on the posterior aspect. The ectocervix is soft, pale pink-tan, and markedly ragged, 3.8 cm in diameter, with a 1.2 cm central os. Cut surfaces are rubbery-soft and faintly hyperemic, without discrete lesions. The triangular endometrial cavity is 5.4 x 3.6 cm, and lined by glistening, focally hemorrhagic, lush, tan mucosa, up to 0.5 cm in thickness. The mucosa includes rare minute, gray-brown cystic foci. The myometrium, up to 2.1 cm in thickness, display uniform, moderate trabeculation. Three intramural nodules, to 1.3 cm in greatest dimension, have bulging, whorled, pale gray cut surfaces. No other lesions are seen. Minimal attached proximal fallopian tubes are included: the left tube is 0.6 x 0.5 cm, and the right tube is 1.8 x 0.7 cm. The right tube is inked green. Narrow, coiled metal wires, grossly consistent with essure, are present in each tube. Pathological diagnoses: uterus, cervix, and proximal fallopian tubes; hysterectomy uterus (125 grams): cervix: squamous metaplasia; endometrium: 1. Proliferative endometrium. 2. Negative for atypia and malignancy. Myometrium: leiomyomata, intramural (measuring up to 1.3 centimeter in greatest dimension). Serosa: adhesions right and left proximal fallopian tubes: embedded metallic coils, consistent with essure contraceptive device. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2021: medical record received: event: 'embedded metallic coils,consistent with essure contraceptive device.', medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss") and vaginal infection ("excessive vaginal infections"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, discomfort, menorrhagia, abdominal pain, abnormal weight gain, abdominal distension, migraine, fatigue, alopecia and vaginal infection had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, discomfort, fatigue, menorrhagia, migraine, pelvic pain and vaginal infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss") and vaginal infection ("excessive vaginal infections"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, discomfort, menorrhagia, abdominal pain, abnormal weight gain, abdominal distension, migraine, fatigue, alopecia and vaginal infection had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, discomfort, fatigue, menorrhagia, migraine, pelvic pain and vaginal infection to be related to essure (ess205). Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received: case become serious incident from non serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.